Manufacturer narrative:
The reported complaint of the themogard airtrap unstable was confirmed during the initial functional testing. The exact root cause of the issue is undetermined. The airtrap block was replaced to remedy the issue. Visual inspection was performed and noted no damage upon receipt. Initial functional testing was performed and confirmed that the airtrap is unstable thus confirming the reported complaint. The airtrap was replaced to remedy the issue. Event log was reviewed and found no significant issues. Following the component replacement, the thermogard was tested functionally and passed all testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
It was reported that the themogard console airtrap is unstable. The issue occurred during the setup by the sales representative. No patient involvement on this issue.